Event description:
During cypher stenting (2.5x18mm, indeflator (sedat dolphin) was connected to stent. Inflation could not be completed, there was no vacuum in the hub. Stent was removed back and a crack was observed in the hub. The target lesion was the lad. The lesion was calcified, tortuous, c type, and cto. Pre-procedure stenosis was 90%. There was no difficulty removing the product from the packaging and no damages noted prior to use. The device prepped normally. Omnipaque contrast media ((B) (6)) was used at 20cc contrast (66%) to 10cc saline (33%) ratio. There was no resistance/friction while inserting the cypher through the guide catheter or through the vessel.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.